Event description:
It was reported a 6f angio-seal sts vascular closure device was used to seal the arteriotomy site post percutaneous carotid stenting procedure. Later (time unknown) the pt experienced an infection.